Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's mother that she had to take her (B)(6)-year-old daughter to the hospital due to multiple infusion set failures. She had high blood glucose level which they tried to treat with a bolus via the pump. The infusion set had been used for one day. On (B)(6) 2021, she was taken to the emergency room, as her blood glucose level was 600 mg/dl due to a kinked cannula (multiple cases) and high ketones. Further, she stayed for three days in the emergency room and her health care professional assessed the ketone level as dangerous/ life threatening. Subsequently, she was hospitalized and was administered fluids of saline, insulin, and an unspecified medication intravenously (drug name unknown) which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage. Moreover, the patient experienced kinked cannula symptoms/issue after three hours of insertion several times and all the events happened after (B)(6) 2021. Further, she had high blood glucose level and moderate ketones which her health care professional assessed as dangerous/ life threatening. The infusion sets had been used for one-two days. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.